Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right upper arm looked normal in colour (patient mentioned 'redness has gone down') and slightly more oedematous than left but nothing obvious. Patient mentioned she felt a sudden sharp pain when contrast given and since then upper arm feels sore and tighter. Cxr requested and reviewed for tip of PICC position only - tip of PICC projected over cavo atrial junction (safe position to be used). On flushing line nursing staff noted leaking from line - removed - obvious fracture. Exit site marking 8cm 46cm internal length). Securacath used - not noted to have crossed feet or any issue on removal.

Manufacturer narrative:
Investigation summary: the 4f pro PICC was returned for evaluation. The lumen length is 53 cm. There is an excessive amount of adhesive build up on the catheter hub, extension and lumen extending to the 5 cm marking. Visual inspection confirms the complaint as there is a tear in the lumen between the 9 and 10 cm markings. The tear is approximately 0.5 cm in length. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A definitive root cause for the failure could not be determined. The device was implanted 3 months prior to the incident. Flushing against resistance is a potential cause for this type of failure. The instructions for use include the following warnings: "do not flush against resistance." "Failure to assure patency of the catheter prior to power injection studies may result in catheter failure."